Event description:
Patient was admitted for acute organic brain syndrome in 2001. This was manifested by confusion, agitation possibly secondary to lithium toxicity. Lithium was stopped, and lithium levels fell to below normal levels. Lithium resumed at lower dose than previous, returning to normal levels. Seroquel, doxepin, and ativan were initially held, but confusion persisted. Pneumonia with fever 102 degrees felt to have contributed to confusion. Fever initially treated with fortaz then switched to IV and then po levaquin due to development of rash. Fever and lll infiltrate treated successfully with levaquin. Elevated ammonia treated with neomycin and lactulose. Disorientation was felt to be psychiatric in orgin due to no improvement in memtal status after fever and pneumonia resolved. At time of discharge patient was calm but disoriented x3. Due to this, patient was unable to return to their group home and was discharged to terminal care in a nursing home.